Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Disposition is unknown.

Event description:
Stryker became aware of a white paper published by prof. Dr. H. U. L, april 2007, titled ¿clinical experience with locking plates for the treatment of proximal humeral fractures¿ and is associated with axsos cortical screws and/or locking screws. Within that publication 8 post-operative complications/adverse events were reported, which occurred between 2005 and 2007. It was not possible to ascertain specific device or patient information from the article. A review of the complaint handling databases however revealed that the events had not been reported by the hospital or by the author of the publication, therefore 8 complaints were initiated retrospectively. This product inquiry addresses two cases where a fracture occurred in the humeral shaft along the screws in the distant cortex. Event 1 of 2.